Event description:
A malfunction alarm with code malf 12 occurred, and technical support assisted the customer in resetting the pump. There was no reported impact on the customer's blood glucose level. After the reset, the malfunction did not recur, and the customer was advised to continue using the pump and to call back if the issue happened again.